Event description:
Initial report was received of a dialysis patient who had loc within the first 5 min of undergoing hemodialysis treatment. Reportedly, the patient was in distress shortly after the onset of treatment. The patient was transported to the hospital after a period of unresponsiveness. Further information has been requested from the reporting facility and has been learned that the patient has had a pacemaker placed. There is no sample available for evaluation.